Event description:
According to the patient, the knee gave out completely while he was walking in the parallel bars. The patient fell and broke their arm.

Manufacturer narrative:
The evaluation could not be finished, because the knee joint has not arrived yet. Ottobock is in contact with the customer and requesting the knee joint. As soon as the evaluation is completed, we will send a final report. This incident happened in canada but the knee joint 3r85 is also sold in the us.

Manufacturer narrative:
This incident happened in canada but the knee joint 3r85 is also sold in the us. The device and the checklist were requested at least 3 times. The good faith effort is documented. Without the device it was not possible to carry out an investigation. We could not identify the cause for the fall. Therefore we will close the case. If the product still arrives, we'll reopen the case.

Event description:
According to the patient, the knee gave out completely while he was walking in the parallel bars. The patient fell and broke their arm.